Event description:
During a coronary drug eluting stenting treatment procedure, stent damaged occurred. The lesion being treated was a non-calcified, 80% stenotic lesion in a non-tortuous left anterior descending artery (lad). After pre-dilation with a 2.0x 12 mm maverick balloon the physician attempted to stent the lesion with a taxus express2 2.5 x 12 mm drug eluting stent. The physician then retracted the undeployed taxus stent back into the guide catheter, however, the stent struts were caught on the tip of the guide catheter. The taxus stent was removed from the pt's body and the procedure was completed with another taxus stent. No pt complications or injury was reported. Pt status is reported to be "satisfactory/good."